Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The patient received medical treatment for possible thrombosis; the site indicated that the pump will not be returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which confirmed the reported "high watt' alarms and elevated flows. The hvad pump ((B)(4)) is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with an increase in power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and low flows is likely the result of a thrombus formation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately one year seven and a half months post hvad implantation, the patient was admitted to the intensive care unit (ICU) after reporting high watt alarms and pump flows above normal operating parameters. The patient was administered aggrastat for treatment of suspected thrombus. Additional information received indicates that he remains in the ICU for continued treatment and medical management. Investigation is ongoing.